Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2015, a 23mm sjm trifecta valve was implanted in the patient's aortic position. On an unknown date, the non-coronary cusp (ncc) and the right coronary cusp (rcc) stent post became fused to the aortic wall, which caused a tear on the valve resulting in severe aortic regurgitation. On (B)(6) 2021, a re-do procedure was performed. The trifecta valve was explanted and replaced with a 23mm epic supra valve w/flexfit to resolve the event. The event was thought to be caused by the device and the patients condition. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h10 explant was reported due to aortic regurgitation. Also was reported was that the valve had become fused to the aortic wall. The investigation found that there was circumferential fibrous pannus ingrowth on the inflow which extended onto the inflow surface of all three leaflets and there was pannus on the outflow surface of leaflet 3. All three leaflets were torn and had degenerative changes to the tissue at the tear site. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the leaflet tear. Additionally, at the time of valve explant there was evidence of fusion of two posts to the aortic wall, which may be indicative of a narrow aortic sinus relative to the implanted valve size. A narrow aortic sinus may increase the interaction between the aortic wall and stent posts and has the potential to result in abrasion of the leaflet tissue along the stent post including the formation of pannus, which was found on the inflow and outflow of the valve. The interaction between the stent posts and the aortic wall has the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, which in this case may have led to the observed leaflet tears and reduced durability.